Manufacturer narrative:
Additional information provided g.1., g.2., h.3., h.6., and h.10. The product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a non-qualified company ii (b) cartridge. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The reported lens model is only qualified for use in the company (a) cartridge. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), the "haptic broke when placing lens". A vitrectomy was performed. Additional information was requested.